Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited continuous beeping. Per reporter patient indicated that they did not see what, if any, error message was displayed. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).